Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Button response functioned properly. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky button. Customer's blood glucose level was unknown. The customer reported that the battery life was diminished and there was scratches on the insulin pump screen. The insulin pump will not be returned for analysis.